Manufacturer narrative:
On (B)(4) 2014, the customer technical specialist (cts) assisted the customer over the phone with replacing worn blue stripe I-beam tubing at feed through fitting ff183 through pinch valve pv49 to resolve the leak. The customer was able to run samples successfully after tubing replacement. On 04/01/2014, the field service engineer (fse) evaluated the analyzer and verified the tubing had been properly replaced by the customer and indicated no further leakage was observed. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as 10 ml of diluent had leaked from the right side of the analyzer. The leak was not contained. The operator was wearing personal protective equipment of lab coat and gloves when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.